Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented with a distal third femur fracture non-union with a synthes tfn-advanced proximal nailing system (tfna) currently implanted with a lag screw and one (1) distal interlocking screw. According to the surgeon this was the patient¿s second intramedullary (im) nail. The date of implant is unknown. The revision surgery on (B)(6) 2016 included the removal of the tfna nail, lag screw, and distal screw. The implants were removed intact. The surgeon then revised the patient with a synthes large fragment locking compression plate (lcp) broad plate and ten (10) 4.5 cortex screws. This report is 1 of 3 for (B)(4).